Event description:
It was reported following a percutaneous procedure an angio-seal device was deployed. Immediately following, the pt complained of groin pain; bleeding was observed from the arteriotomy site. A pressure dressing was applied. Later in ICU, (time unk) the pt become hypotensive; a retroperitoneal bleed was confirmed. Two units of packed cells were infused. The pt was on anti coagulation therapy. There were no further complications. The deploying physician does not allege this incident was caused by the anio-seal device; pre-deployment femoral angiogram revealed the puncture was at the top of the femoral head.